Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm. Approximately three (3) years post initial implant review of the patients ultrasound showed an indeterminate type iii endoleak. The patient will continue to be monitored and there is no intervention planned. No further additional information or patient sequelae has been reported at this time.

Event description:
Additional information received per clinical assessment confirming that aneurysm enlargement (2mm) was also present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iii endoleak; however, the e-clinical database does not specify if it is a type iiia or iiib. In addition, aneurysm sac growth of 2mm was also confirmed present. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx2.